Event description:
This letter concerns my clientand is sent to advise you of problems experienced with the use of a precision xtra advanced diabetes management system. My client rec'd the device from his medical providers at the hosp. In 08/06, he experienced significant chest discomfort and pain and reported to the hosp for eval. After undergoing several tests, he was advised by a provider that his glucose levels were very high and an increase in the dosage of his medication was ordered. Upon further review of written daily readings, his meter readings were compared to the readings of the precision xtra meter in use at the hosp. The hosp meter read 206, and my client's meter read 156, with subsequent readings of 202 and 125 respectively. He was advised by his medical provider to contact precision xtra's customer care representatives to obtain a replacement device. Presently, my client has rec'd two replacement meters, both of which produced significant variances, of as much as 50 points. Subsequently, a shipment of replacement meters was rejected by medical facility. As you are aware, pts who rely on self-monitoring devices must be able to trust the integrity of the readings from those devices. The inherent risk associated with a false reading is significant, as the pt may not have symptoms indicating an emergence requiring immediate medical attention. You anticipated assistance with the resolution of problems with the precision xtra advanced diabetes management system is appreciated.